Event description:
Reporter states that she had problems beginning years ago for severe tmj pain. They weren't sure how to treat the pain. An oral surgeon removed her top teeth and a doctor from the clinic attempted facial reconstruction with a condyle placement made from titanium. Reporter states that she has had 5 different implants attempted, 2 were by rib/bone graft, 2 were by titanium and 1 with teflon. Reporter states that when the titanium implants were placed to replace the teflon one, the teflon implant couldn't be found. In fact, she suspects the teflon implant had floated throughout her body and is causing "havoc." She has been involved in a social security dispute regarding the side effects of the teflon implant for 4 years. She now is having problem with her joints and has been told that she has a "weird" batch of cells in her joint fluid. She knows its the teflon that's the culprit. Others have had titanium implants without problems. Her only resort now is to seek help from the doctors that know the teflon in her system that is slowly killing her and the other doctors haven't an understanding of its (the teflon implants) consequences. She states that since the age of 21, she has had 35 surgeries. The surgeries have been lengthy and lasting 13 1/2 hours in duration. With implant rejections occuring approximately 6 years apart. Four years ago the constant pains were associated with a crippling disfigurement from having had so many facial surgeries. This is her first time reporting the telfon implant. She is tired of always being sick. In the past she has been diagnosed as having "drug-seeking" behavior, fibromyalgia, rheumatoid arthritis, psychiatric disturbance, etc. But, reporter says she wants to find out if there's anything that she can do to counteract the effects of the teflon implant that has been lost somewhere in her body. And, she wants to know why her situation or case has fallen through the cracks, when others have been alerted to have the teflon removed. Her physician now is another dr and she references the effects of the teflon implants from an internet site by robert v. Stevenson dds c/m gold tooth@aol.com and the FDA's safety alert by "keita webster."